Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was displaying error 211.2000. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced display board damaged lead lifted trace u7 due to 211.2000. Replaced fluid ingress bezel assy, and fluid ingress rear case. Replaced fluid ingress ail sensor, and corroded right,left iui. Replaced door assy with keypad. Keypad recall completed. A review of the device history record showed the device had a manufacture date of 08/21/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy dspl bd lvp. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: ca-2014-0605 for lvp bezel fluid ingress. CAPA #: ca-2014-0284 for lvp air in line.

Event description:
The customer reported the device was displaying error 211.2000. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was displaying error 211.2000. No patient involvement.